Manufacturer narrative:
Address unavailable. Bd corporate address used. Results- bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. This is a defect at manufacture by the syringe makers, and is a cosmetic defect. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely root cause for the reported defect on the inside of the syringe barrels is that the ¿fm¿ is actually the cblh additive sprayed on the wall of the barrel.

Event description:
It was reported that foreign matter was found on the inner wall of the syringe barrel of the bd preset¿ syringe with attached needle. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read k022426.